Event description:
The customer was hospitalized for lbgs. The customer stated that since that event they have been experiencing hbgs. It was indicated that the customer also has been hospitalized for dka. The cause of the event was not determined by the md. The programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests. It was stated that the pump is operating as designed. Instructed to follow the two hbg rule and to contact md regarding bgs.